Manufacturer narrative:
Product event summary #the device was returned, analyzed, and no anomalies were found. The returned device found a set screw with a rounded socket. (B)(6). (B)(4).

Event description:
It was reported that during an attempted implant, the physician was unable to engage the setscrew with the torque wrench. A second torque wrench was attempted, however there was still no audible click and the setscrew would not engage. The device was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician was unable to engage the setscrew with the torque wrench. A second torque wrench was attempted, however there was still no audible click and the setscrew would not engage. The device was removed and replaced successfully. No patient complications have been reported as a result of this event.